Event description:
Patient called in 2002 alleging that their one touch basic meter was giving inaccurate results. Patient took insulin based on their one touch basic and constantly passed out and accounted for severe weight loss and nerve damage. That same day, patient visited their doctor and found out that their blood glucose was in the "400's". On the doctor's meter, they got a result of 489 mg/dl. Patient stated their hba1c test result had not come back. Patient explained that they had several physicians over the years and none of them had prescribed a specific dose of insulin. Patient stated they came up with their own regimen based on the one touch basic results. Patient stated they take "30 units" of a cloudy insulin in the morning and "15 units" of the cloudy insulin at bedtime. Patient stated this regimen works well for them. Patient mentioned that they do not test regularly and has a poor diet. No other health conditions were reported. Patient mentioned they were never hospitalized. No further information has been reported.